Event description:
The balloon broke while testing prior to insertion and a patient removed another catheter with a ruptured balloon.

Manufacturer narrative:
It was reported that the catheter balloon ruptured prior to insertion when it was being tested. Another catheter reportedly was pulled out by a patient and the balloon was found to be ruptured. The catheter was not replaced. There was no serious injury and no medical intervention was indicated. The facility did not respond to requests to gather additional information. Two samples were returned for evaluation. Upon visual inspection one catheter revealed a tear in the balloon. There was no deformity found with the other sample; functional testing was performed and no abnormalities were identified. A root cause has not been determined.